Event description:
A malfunction alarm was reported with a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer initially could not reset the pump due to the absence of a charging pad but later called to perform the reset successfully. The malfunction code did not recur after resetting, allowing the customer to continue using the pump. Technical support advised the customer to call back if the malfunction code reappears.